Event description:
It was reported that left bundle branch block (lbbb), and tachycardia occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 81 mg of aspirin and 300 mg of clopidogrel were given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 23 mm lotus edge valve. A twisted post was noted that was mitigated with a successful repositioning of the lotus edge valve involving partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day as the index procedure, electrocardiogram revealed lbbb. No action was taken to treat this event. The patient was also observed to be tachycardiac with a heart rate of 130-140 bpm. Intravenous levophed and amiodarone were started, then the patient was transferred to ccu for close monitoring overnight. The transvenous pacing from the index procedure was left in place. One day post index procedure, the patient converted to sinus rhythm and lbbb persisted. Amiodarone was discontinued and the patient was started on metoprolol. Two days post index procedure, the patient was discharged on aspirin, metoprolol and warfarin. At the time of reporting, the event was considered resolving.